Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the femoral artery. The 16 x 2.75 mm, 95% stenosed, eccentric and de novo target lesion was located in the mildly tortuous and non calcified left anterior descending (lad) artery. After implanting a 2.75 x 16 mm promus element ¿ drug eluting stent (des), a non-bsc balloon catheter was advanced or post-dilatation. However, the proximal part of the implanted stent was hit and deformed. Another promus element ¿ des was then deployed to cover the deformed stent. No further patient complications were reported and the patient's status was stable.